Event description:
It was reported, when the catheter was inserted into the patient, two marker bands were not observed under fluoroscopy. The catheter tip and marker band remains in the patient and no surgical or medical intervention was attempted to retrieve them. No patient injury was reported as a result of the procedure.

Manufacturer narrative:
The catheter was returned for evaluation and the proximal marker band was missing. The evaluation could not determine the cause of the event; however, the jacket fused around the proximal marker band exhibited plastic deformation of the tubing material which indicates that excessive force was possibly applied during manipulation of the device. (B)(4).